Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was not returned for evaluation; therefore no exact root cause could be determined.

Event description:
It is reported that upon completing implanting a plate, the surgeon removed the low-profile primary guide from the plate and a small fragment broke off. There was a 10 minute delay in procedure to remove the device and the broken fragment. The procedure was completed without adverse effect to the patient.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was returned and a visual examination under magnification of the returned ribloc (pn rbl2520) was performed. The returned part was confirmed to have batch number 595625 which was not the originally reported batch number. The ribloc had visible signs of general wear and discoloration. The adjustment screw had been fractured, with part of the screw head broken off. Since the fracture occurred at the head of the adjuster screw, it is quite possible that too much force was applied to the ribloc, either by over tightening the screw or applying too much torque with a large drill speed. No definitive conclusion can be made.